Event description:
Caller states customer had low blood glucose symptoms with result of 348 mg/dl obtained on the advantage system. Customer was using expired product. Caller treated customer with a cupcake; low blood glucose symptoms did not improve, and customer tested 415 mg/dl on the advantage system. At 40 minutes later customer tested in the 200's (mg/dl) on professional device; customer's physician treated him with insulin (type unknown) and customer was sent home. Requested return of suspect device and replacement was sent.